Event description:
It was reported that the biomed asked for support for the arctic sun device with no flow. Per additional information received from ttm on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank. Per follow up information received via task on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank, they resolved the issue and replaced the mixing and circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.